Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that the patient passed away during the implant procedure of the implantable pulse generator (ipg). It was noted that the ipg contributed to patient death. Additional information related to the cause of death was requested and not received.